Event description:
Event verbatim [preferred term] . A wire-gelfoam stapedectomy procedure for otosclerosis [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis [device use issue], two of the six experienced decrements in hearing at later dates; one developed a fistula [hypoacusis], two of the six experienced decrements in hearing at later dates; one developed a fistula [fistula], , narrative: this is a literature report for the following literature source(s): "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "stapedectomy" (unspecified if ongoing), notes: air-bone closure. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis"; hypoacusis (intervention required, medically significant), fistula (intervention required, medically significant), outcome "unknown" and all described as "two of the six experienced decrements in hearing at later dates; one developed a fistula". The patient underwent the following laboratory tests and procedures: bone-conduction levels: unknown results, notes: preoperative; unknown results, notes: one-month postoperative; unknown results, notes: preoperative; unknown results, notes: one-month postoperative. The action taken for absorbable gelatin was unknown. Product quality group provided investigational results on 12 jun 2023 for absorbable gelatin: brief complaint description: gelfoam absorbable material - unknown - performance not as indicated in label. UDI: (B)(4). Fprs evaluation comment: pfizer kalamazoo agrees with the investigation decision, classification, sub-classification, priority, and justification. Site assignment table was reviewed and is accurate and appropriate. An investigation will be performed. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Design related: this relates to medical devices. Deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete - acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Reserved sample evaluation: reserved sample eval. Rationale: could not be evaluated as the batch number is unknown. Visual resrv sample evaluation decision: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Confirmed reserve defect: no. Lot trend assmt. & rationale: the batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Lot trend actions taken: the batch number for the reported complaint is unknown; therefore, no lot trend actions are necessary. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: product category: absorbable material, delivery system, topical; time period: 05may2020 - 05may2023; complaint class: product use attributes; investigating site: pfizer kdp. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'product use attributes'. There were four months (april 2020, september 2020, march 2021, and april 2023) that included a higher-than-normal number of complaints (4, 4, 7, and 9, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and 'lack of effect.' There were three months (april, september 2020, april 2023, and may 2023) that included a higher-than-normal number of complaints (4, 4,17,and 11, respectively). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. The seventeen complaints received in april 2023 and eleven complaints received in may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Complaint sample evaluation: sample status: sample availability unknown. Site sample status: not received. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation. Confirmed compl sample defect: n/a - not received. No follow-up attempts are possible. No further information is expected. Follow-up (12 jun 2023): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue, hypoacusis, fistula are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Design related: this relates to medical devices. Deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete - acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint.

Event description:
Event verbatim [preferred term] a wire-gelfoam stapedectomy procedure for otosclerosis [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis [device use issue], two of the six experienced decrements in hearing at later dates; one developed a fistula [hypoacusis], two of the six experienced decrements in hearing at later dates; one developed a fistula [fistula], , narrative: this is a literature report for the following literature source(s): "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "stapedectomy" (unspecified if ongoing), notes: air-bone closure. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis"; hypoacusis (intervention required, medically significant), fistula (intervention required, medically significant), outcome "unknown" and all described as "two of the six experienced decrements in hearing at later dates; one developed a fistula". The patient underwent the following laboratory tests and procedures: bone-conduction levels: unknown results, notes: preoperative; unknown results, notes: one-month postoperative; unknown results, notes: preoperative; unknown results, notes: one-month postoperative. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue, hypoacusis, fistula are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.